Manufacturer narrative:
H6: investigation summary: a complaint of four events of separation were received from the customer. Pictures of the lot and the sample were returned for investigation. In the photo, the tubing is seen to be separated at the lower part of the pumping segment, after the safety clamp. The customer complaint of separation was confirmed. A device history review was completed for the known lot. A device history record review for model 11522558 lot number 22095036 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. After investigation, it was determined by the manufacturing plant that the most potential root cause that generates the separation of the tubing and lower fitment is the omission of solvent application by operator. In addition, although the process has an inspection step for 100% of the product, there were found opportunities in the method of inspection. A trend for this separation issue has been identified for this product line. A CAPA (corrective action preventative action) has been initiated, and a team has been assembled in order to investigate the issue.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set tubing broke below the blue and white cassette when removing it from the packaging. This complaint was created to capture the 4th of 4 related incidents. The following information was provided by the initial reporter: "a bd alaris pump infusion set ball valve back check valve was taken out of package during med infusion prep. Rn assessed the tubing and the connection broke below the blue and white cassette."

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set tubing broke below the blue and white cassette when removing it from the packaging. This complaint was created to capture the 4th of 4 related incidents. The following information was provided by the initial reporter: "a bd alaris pump infusion set ball valve back check valve was taken out of package during med infusion prep. Rn assessed the tubing and the connection broke below the blue and white cassette."